Event description:
It was reported that the port needle hub leaked at the connection with the IV tubing set. A needle-free connector was applied to the winged infusion set and then connected to the IV tubing set and there was no more leakage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an infusion set hub leak is inconclusive as the photos provided are not a bd product. Two photo samples of a b braun intrafix safeset were provided for evaluation. One of the images shows the safeset packaging label and the other image shows the device within the packaging. The device could not be inspected and the alleged bd product is not shown. Since the reported issue could not be confirmed from the information provided, the complaint could not be confirmed and remains inconclusive at this time.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx3455 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the port needle hub leaked at the connection with the IV tubing set. A needle-free connector was applied to the winged infusion set and then connected to the IV tubing set and there was no more leakage.